Event description:
It was reported that there were odd looking atrial events on an episode. The patient's device was reprogrammed to a different sensitivity and the lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.